Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/15/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of loss of connection was not confirmed. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. A photograph was taken of the receiver display. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.